Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
After a pre-deployment angiogram, a 6f angioseal vip was deployed for vascular closure of a right femoral artery puncture. One day post deployment when standing up, the patient felt a pop and a hematoma occurred. There was ecchymosis in the right groin. Manual compression was applied to achieve hemostasis. It was reported that the patient's hospitalization stay was extended due to this event. The patient was discharged in stable condition on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Manual compression and a femostop were applied to achieve hemostasis.